Manufacturer narrative:
This follow-up emdr is being submitted to correct the product code in section d2 from mtn to lip. The error was discovered on (B)(6) 2020.

Manufacturer narrative:
This follow-up emdr is being submitted to correct the product code in section d2 from mtn to lip. The error was discovered on june 15, 2020. The previous follow-up did not include the correction.

Manufacturer narrative:
A review of tickets determined there is normal complaint activity for lot 07418be00. A review of the tracking and trending report determined there are no trends for the alinity I syphilis tp reagent. Retained kits of alinity I syphilis tp reagent, lot number 07418be00 were calibrated on two different instruments and the calibrations met instrument specifications. All control values met control specifications and were in the typical range. To evaluate reagent performance, five replicates of positive control were tested on each of the two instruments. Positive control values met specifications and the results were in the typical range; no false non-reactive results were obtained. Retained kits of architect syphilis tp reagent, list number 8d06-32, lot number 07414be00 (sister lot to lot number 07418be00) were calibrated on three different instruments and the calibrations met instrument specifications. All control values met control specifications and were in the typical range. To evaluate reagent performance, three replicates of positive control were tested on each of the three instruments. Positive control values met specifications and the results were in the typical range; no false non-reactive results were obtained. In addition, the clinical specificity was evaluated by testing 11 replicates of panel d3 on one instrument. D3 values met specifications and the results were in the typical range; no false non-reactive results were obtained. Overall, the performance of the alinity I syphilis tp reagent lot number 07418be00 was found to not be compromised. Manufacturing documentation was reviewed and no issues were identified. Additionally, labeling was reviewed and adequately addresses the customer issue. Based on the investigation, no systemic issue or product deficiency was identified for the alinity I syphilis tp reagent, lot 07418be00.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that repeatedly (B)(6) alinity I syphilis results of 0.00 s/co were generated for a patient sample. The roche cobas syphilis method generated a (B)(6) result of 4.4 s/co for the sample. It is unknown which result is correct. No adverse impact to patient management was reported.